Event description:
It was reported that the patient had an unknown procedure wherein a lead was abandoned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.